Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. During removal of the left ventricular (lv) lead, the coronary sinus was dissected and a pericardial effusion, tamponade and bleeding occurred. The surgeon attempted to repair the site but the tear could not be repaired and the patient died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 lead implanted: 2009 (B)(6); 5076-52 lead implanted: 2009 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching.